Event description:
The tech alleged that the side rail is not latching. No pt impact.

Manufacturer narrative:
The tech installed a new side rail latch roller guide, latch busing and screw to resolve the issue.